Manufacturer narrative:
The insulin pump was powered up properly after battery installation. The insulin pump was received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 3 noted. Pump error 53 found in the pump history (linenumber (B)(4) and filenumber (B)(4) ), problem isolated to pcb2. The motor was tested outside of device and passed. Unit received with corroded battery tube, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, faded serial number label and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error and software error. The customer's blood glucose was 122 mg/dl at the time of incident. Troubleshooting was performed. The insulin pump was returned for analysis.